Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient experienced ineffective stimulation. The patient's physician elected to preform a trial procedure which provided the patient adequate stimulation. The patient later indicated she desires to have her scs system explanted because her leg pain had improved and she no longer desires the system.